Event description:
Additional information was received from the rep. Rep reported the patient's post-op was scheduled for (B)(6) to re-program.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) via manufacturer representative (rep) who was implanted with an implantable neurostimulatator (ins). It was reported that (B)(6) pt was in (B)(6) on vacation. Pt stated that when they were stepping out of the shower, they "wrenched" their back and caught themselves before they fell completely. At that time, patient did notice that there was a change in therapy but contributed the change in therapy to the hard seats, bedding and travel accommodations. The patient was seen on (B)(6) 2024 where impedances and connectivity were tested; all electrodes were within range. Imaging was taken of the leads where the physician discussed lead migration. The clinic was establishing a plan with the patient. Rep reported patient had a loss of therapy, as well as stimulation in an undesired location. Rep also noted patient had a return of pain, and new pain unrelated to their baseline. The issue is ongoing. Field rep reported they would follow-up with any new information. Additional information was received from the rep. It was reported that the pt had a lead revision (B)(6) 2024.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Other medical products in use during the event include: brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead, implant date: (B)(6) 2023, explant date: (B)(6) 2024. Brand name: vectris surescan, product ID: 977a260 (serial: (B)(6), product type: 0200-lead; implant date: (B)(6) 2023. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2023 explanted: (B)(6) 2024 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reported the leads were discarded by the customer. Rep reported they did not know if the issues were resolved, because on monday (B)(6) 2024 the patient's system was explanted due to an infection from their lead revision. The explant was successfully done on (B)(6) 2024. Rep reported they were unsure how patient got an infection, and noted they were not at the procedure, but was notified by the clinic that it was being explanted because of an infection.